Event description:
A pt reported blood glucose results of 345mg/dl, 275mg/dl and 175mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer care rep performed troubleshooting and the label on the control solution was smudged, therefore the range could not be read. No medical attention received and no action taken by the pt followiing use of the meter. Test strips and control solution sent.